Event description:
The event of left side rupture, has been removed. As it was not reported on product field note (pfn) documentation. This record is being unreported. And is a no complaint against the device.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Other contact: dr. (B)(6). Continued other contact email: (B)(6). Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:  rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted.